Manufacturer narrative:
The reported problem could not be duplicated. The pump passed performance verification testing and long term testing. Unable to obtain a history printout due to damaged pins on the printer connector. The damaged printer connector is not related to the reported event. The frequency of death or serious injury reports for code 102 (overdelivery) for the lifecare pca is approximately 2.11/million sets.

Event description:
The pump reportedly did not lockout at the programmed amount, resulting in an overdelivery. The pump was set to infuse morphine, 1mg/ml concentration, pca dose of 1 to 2 mg (not specifically recalled by user) with a 10 to 15 minute patient lockout and a 45mg 4 hour limit. The pump was set up at 10am, and at 12:30pm the nurse noted that 50 mg had delivered. The patient had no signs of morphine overdelivery, no adverse effects observed. The pump was switched out.